Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead reexhibited lead noise oversensing. Programming changes were made to disable high voltage therapy. Patient had no consequences.